Event description:
It was reported by service report that the brake will not stay on. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake cam.